Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was originally reported to philips for a general system test failure. There was no report of patient involvement.